Event description:
A user facility requested nomogram assistance and outcome analysis. The facililty provided a spreadsheet of patient data. Review of the data found this patient with a decrease in bcva in the left eye.